Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device had a motor stall. The device was removed on (B)(6) 2011. No injury was reported. The pt recovered without sequelae. The drug in the pump at the time of the event was not reported.